Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30787985l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation cathete and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. Cardiac tamponade occurred, and the patients systolic blood pressure decreased to 60 and cardiac tamponade was observed by intracardiac echocardiography. The event occurred when the catheter was advanced from the coronary vein to the vena cava for the treatment of pvc suspected to have originated near the left ventricle (lv) summit. In addition to stsf, various other devices such as guide wire, non-company 5fr ablation catheter, and balloon catheter for occlusion were inserted alternately for chemical ablation (anhydrous ethanol intravenous injection). It was unknown which of these was perforated. After cardiac tamponade occurred, chemical ablation was performed as scheduled, and then drainage was performed. About 300 ml of venous blood was discharged. After leaving the room, a CT scan was performed. Atrial septal puncture was not performed. Ablation has not been performed prior to pericardial effusion or tamponade. Steam pop was not identified. Irrigation catheter was used, but radiofrequency conduction was not performed in this case. The patient was fully conscious. The patient had a conversation with the surgeon while preparing to leave the room. The physician commented that it was difficult to operate the catheter because of the complexity of the coronary to vena cava. At that time, perforation was suspected. The physician¿s opinion on the cause of this adverse event is that it was due to the patient condition. The patient fully recovered. The patient required extended hospitalization because of the adverse event but the details are unknown. Rf ablation was not performed in this case; therefore, no generator, flow setting, pump, or visitag information. Dashboard and vector force visualization features were used. No error messages were observed on the biosense webster equipment during the procedure. This complaint will be conservatively reported as it occurred when the catheter was advanced from the coronary vein to the vena cava for the treatment of pvc suspected to have originated near the left ventricle (lv) summit. Should additional information become available this complaint will be reassessed accordingly.